Event description:
Same case as #6000093-2005-00094, #6000093-2005-00096. It was reported that 1 day after a drug eluting stenting treatment procedure the pt experienced a myocardial infarction. The pt was enrolled into program in 2004. Target lesion 1 was located in the mid lad with 99% stenosis and was 70mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with predilatation and two overlapping 2.5x24mm taxus stents. The pt subsequently developed chest pain and ECG showed st segment elevation. Angiography revealed jailing of the 1st diagonal branch which had been treated with balloon angioplasty prior to stenting of the lad (20% residual stenosis). Further attempts to navigate the 1st diagonal at this time were unsuccessful and resulted in ostial dissection. It was concluded that a strut from the previous lad stent was directly overlying/occluding the vessel. The lad was rewired and a 2.75x20mm taxus stent was placed in the proximal lad overlapping the previously stented segment. Following post-dilatation, final angiography revealed timi grade 3 flow in the native lad; timi grade 0+ in the large 1st diagonal branch. Per catheterization report, there was staining of the 1st diagonal, but no filling. Upon removal from the exam table, the pt developed ventricular fibrillation and respiratory arrest requiring defribillation and placement of an oral airway. Repeat diagnostic angiography revealed patent lad stents and a totally occluded 1st diagonal branch. No intervention was done. The pt was transferred to the intensive care unit for hemodynamic monitoring and medical management. Post procedure, pt's cardiac enzymes were elevated consistent with guideline definition of an mi. Per discharge summary, the pt experienced further chest pain 2 days later; coronary angiography revealed patent stents and "increased flow" to the diagonal branch. Two days later, the pt underwent elective cardioversion for atrial fibrillation with rapid ventricular rate which was unresponsive to amiodarone hydrochloride and metoprolol. Coronary angiography revealed normal coronary arteries, and the pt was started on motrin three times daily for chest pain with good results. The pt was discharged on asa and plavix therapy. In the opinion of the physician, the relationship of the event to the taxus stent is "not related." The relationship target vessel is "probable."